Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: symmastia ¿ this is a relatively rare implant-displacement problem that occurs when the skin and muscle between the breasts over the sternum (breastbone) detaches, and the two pockets of tissue that hold the breast implants come together to form one pocket. This allows the implants to come together in the middle, creating the appearance of a ¿uniboob¿ and sometimes causing discomfort or pain. It¿s often difficult to correct symmastia and it may require more than one surgery. In most cases, surgery will involve removing the implants and replacing them with new (usually smaller) implants. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
USA. Allegedly, implants placed too close together and too low in the augmentation mammoplasty performed in (B)(6) 2025, she was diagnosed with mild symmastia. A revision surgery was performed. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.